Manufacturer narrative:
Analysis found the outer insulation of the adapter body was cut. There was a cosmetic cut in the outer insulation. The adapter was functionally okay with good continuity on all circuits and no shorts between circuits.

Event description:
It was reported that high impedances greater than 40,000 ohms were measured on contact seven of the left subthalamic nucleus lead. The patient had less than 50% therapy relief from their left side implant. A surgical revision was scheduled for a day after this report. During the revision, the patient¿s healthcare professional (hcp) disconnected the adapter and reconnected the adaptor, but the impedance was still too high. A new adaptor was used and impedances were okay. Impedances measured using the case after the adaptor was disconnected and reconnected and after the adaptor was replaced were high because the ins was not in the patient¿s body. Following the revision, the patient was okay and they were receiving effective therapy.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 64002, lot# 0208296639, implanted: (B)(6) 2014, product type: adapter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.